Manufacturer narrative:
Date sent to the FDA: 11/15/2007. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy procedure in 2007. During the procedure, the disposable handpiece became dull which resulted in poor cutting of the patient's somewhat calcified tissue. The procedure was successfully completed with a second handpiece with no adverse patient consequences.